Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2019. Explant date: 2019 additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5150260/5173993.

Event description:
It was reported that the patient underwent an explant procedure due to infection. Site of infection and reason was unknown. Symptom of pocket pain was noted. The explanted device components were not returned. No further information has been obtained despite good faith efforts.